Event description:
The reporter indicated that the a 12.6mm vticmo12.6; -3.5/1.0/094 (sphere/cylinder/axis) implantable collamer intended for the patient's left eye (os); had tore. It was noted lens tear/break during/before loading; after opening the vial and "unknown when the damaged occurred". This occurred on (B)(6) 2023. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).